Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 user guide states that: if your t:slim x2 pump detects an insulin level of 5 units or less, the low insulin alert occurs, requesting you to change the cartridge to avoid the empty cartridge alarm and running out of insulin. Device not returned.

Event description:
It was reported that the customer had high blood glucose (bg) levels and diabetic ketoacidosis (dka). A bolus via the pump was delivered to address the high bg. The customer was nauseous and vomiting. The contact reported that the customer had been ignoring the low cartridge alerts and the infusion set used at the time had parts from 2 different manufacturers. The customer was admitted to the hospital on (B)(6) 2017 and was treated with intravenous fluids and insulin. The customer was discharged on (B)(6) 2017 with the high bg and dka resolved. The customer met with the contact and healthcare provider to discuss the event.